Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that impedance was greater than 2000 ohms and loss of capture occurred. The lead was removed and re- placed.